Manufacturer narrative:
This report is filed february 15, 2016. Implanted device remains.

Event description:
Per the clinic, it was reported that the implant was inadvertently implanted upside-down on (B)(6) 2016. Subsequently, the patient experiences a lack of benefit with the device. Clinical management of the patient is ongoing. The implanted device remains.